Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - connecting tube ---leak. - light guide rod lens (1x) --- cracked. - distal end cap cover --- scratch. - bending section rubber glue --- worn out, crack. - connecting tube ---leak. - scope cover ---scratched. - switch 1 --- wear and tear. - universal cord --- buckles. - angulation is out of spec. - biopsy channel --- wear and tear. - insulation is out of spec. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating the manual cleaning detergent is aniosyme. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around elevator, are brushed with asept inmed brushes. Their storage practice is vertical suspension in a non-olympus cabinet, and olympus is the maintenance company. The endoscopes are not sterilized. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and greater than one hundred (100) colony forming units (cfu) of pseudomonas aeruginosa were detected in all channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.